Manufacturer narrative:
(B)(4).

Event description:
It was reported when patient presented to the clinic for follow-up, patient developed lymphostasis on the left arm via review of echo. It was suspected that this may be implant procedure related. The lymphostasis was treated with periodic lymphatic drainage and was resolved without sequelae. The patient didn't experience any other symptoms and was in good condition.